Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: st linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7080802/7080807.

Event description:
It was reported that the patient had an infection at the pocket site. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was placed on high dose of antibiotic and was doing well postoperatively. The explanted ipg and leads were sent for culture and were discarded by the medical facility.

Event description:
It was reported that the patient had an infection at the pocket site. The patient underwent an procedure wherein the ipg and leads were explanted. The was placed on high dose of antibiotic and was doing well postoperatively. The explanted ipg and leads were sent for culture and were discarded by the medical facility. Additional information was received that the infection was not device or procedure related. Culture were taken and the results are unavailable.